Event description:
It was reported that detachment of the subject coil was attempted more than 10 times using the power supply, but was unsuccessful. Because detachment could not be achieved, the subject coil retrieval was attempted, during which an aneurysm rupture occurred. The subject coil stretched during retrieval and was subsequently removed using a snare. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event. The patient is stable.